Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd cleo infusion set, patient experienced elevating glucose level upon inspecting the site they noticed the plastic canula housing was detached. Patient replaced and rotated the site to resolve the issue. There was patient involvement and no harm.